Event description:
I wake up in the morning with headaches which go away as the day moves along, I have asthma so it irritates that. I have been waking up with chest pressure that goes away throughout the day. I ask about a replacement or new machine but they only tell me they have filters but I have a philips dream station that is a humidified one and have read it will not work with that type and humidifier because the moisture will can't get through the filter so it will cause bacteria. I have asked for a new dream station 2 machine as a replacement as mine is on the do not use list but can't get anywhere with anyone. Philips just blames the FDA because they say they haven't given the approval yet. Sinus. I have been calling my doctors and philips but they won't see me or be heard. FDA safety report ID# (B)(4).